Manufacturer narrative:
H6 - health effect clinical code 4581: angle closure. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6, -6.0 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2024. The lens was replaced with a longer length lens due to angle closure with elevated iop 26mmhg (assessed (B)(6) 2024) and low vault on (B)(6) 2024. This resolved the problem. Cause of the event is reported as unknown.